Event description:
According to additional information received, the implant was removed on an unknown date due to infection and a new device was implanted at a later date.

Manufacturer narrative:
B3: estimated date d6b: unknown. Date or year not available to give best estimate.

Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.